Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during an attempted atrial lead implant, the helix would not retract. The atrial lead was not used. Patient was in stable condition.